Manufacturer narrative:
The device was labeled as a single-use product. Lot # 18e002, 17e024, 17g002, 17k026, 18a007, 18g005. Of the thirteen (13) events, the device for seven (7) events were not received for evaluation; therefore, a device analysis could not be completed. The actual device for one (1) event was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the bladder was ruptured. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of lots 18e002, 17e024, 17g002, 17k026, 18a007, and 18g005. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 13 </noe> malfunction events. It was reported that thirteen (13) large volume infusors were leaking. Of the thirteen (13) events, two (2) leaks were observed at the bladder and eleven (11) leaks were observed at the fillport. All the events were discovered after filling; prior to patient use of the device and therefore there was no patient involvement in any event. No additional information is available.